Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The ECG cable was pulled from the strain relief, severing all wires in the cable. The root cause for the strained cable could not be positively identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.